Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5098475 / 5098477.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were discarded by the medical facility.